Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during myomectomy, the dissector from the start of the first activation an audible tone was heard in the clamp but it was still functioning. Red light was observed. Approximately 15 minutes of surgery occurred where the dissector was activated approximately ten times and the error frame was then removed from the cavity for review and the mandrel was removed. The mandrel ruptures completely out of the cavity once they realized that the dissector no longer had it. The jaw had detached and fell into the patient cavity but all was removed as a whole. X-ray was not necessary. The device had worked fine until the part broke. The procedure was completed. Photo observation showed that the active blade was completely detached. The device did not break during cleaning. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The picture showed that one side of the jaw was detached. The detached portion of the jaw was also pictured. It was reported that the active blade was completely detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.